Event description:
Device 1 of 6. Reference MFR report#: 1627487-2012-05432, 05433, 05434, 05435, 05436. The patient had two scs systems. Per the patient, both scs systems never worked properly. As a result, both scs system were explanted. The explanted product will not be returned to sjm.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.